Event description:
It was reported that there was a failure on an ics; the internal speaker was defective. The reported problem is that the external speaker cable was disconnected, probably by the users and probably by accident when moving the ics. Now the customer is complaining that the internal speaker is not monitored; no alarm message on the screen, the external speaker cable is not protected from disconnecting, and the external speaker is not monitored. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.